Event description:
It was reported that the patient experienced low glucose values overnight while using the ilet bionic pancreas; the caregiver indicated the cgm target was set higher overnight and lower during the day, and hypoglycemia was treated with oral glucose, with the underlying cause unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver and analysis of the information they provided. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or a component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.